Manufacturer narrative:
Zimvie complaint number cmp (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported mechanical failure of implant #13, unable to restore #13. Per indicated: symptoms as a result of the event: none indicates. Surgical/medical intervention required for permanent damage: not indicated. Additional appointment required: none indicated. On (B)(6) 2024 complaint coordinator called the customer and customer confirm placement date (B)(6) 2020, implant was removed for infection and mechanical failure. Antibiotics was given for the infection. Customer could not confirm if this event is the implant that was mangled (stating mangled implant=mechanical failure).

Manufacturer narrative:
Zimvie received one (1) xiitp5410, (osseotite® tapered certain® prevail® implant 5/4 x 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, slight wear; however, no apparent damage or malfunction to the implant was identified that would cause or contribute to the reported events. Markings are likely due to the removal process. The implant engaged an in-house screw and abutment as intended, during a functional test. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2019072138. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019072138 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿functional other¿ and ¿infection¿. The customer did not submit images for the reported events. Based on the investigation and risk management file review as per rmf rm-00053-haz rev.12, the most likely root cause determined from the investigation is improper techniques used, and patient factors. Refer to attached summary investigation for ¿infection¿. Therefore, based on the available information, and functional testing a device malfunction did not occur. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for implant infection have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.